Manufacturer narrative:
Device is a combination product.

Event description:
(B)(6) registry. It was reported that the subject died. In (B)(6) 2019, the subject presented with stable angina and the index procedure was performed. The target lesion was located in the proximal left anterior descending (lad) artery extending into the mid lad with 80% stenosis and was 60mm long, with a reference vessel diameter of 2.75mm. The target lesion was treated with pre-dilatation and placement of two study stents sized 2.75 mm x 38 mm and 3.50 mm x 24 mm. Following this intervention, post-dilatation was performed with 0% residual stenosis. Four days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2020, subject died due to sudden cardiac event. No action was taken to treat the event and it is unknown if an autopsy was performed.